Event description:
Tube feed leaking from device

Manufacturer narrative:
It was reported that ' tube feed was leaking from the tube feed stop cock". . In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.